Event description:
The pt has alleged that the graft has "folded over" which has resulted in " 75% failure". The pt alleges pain and swelling in his legs. Attempts to obtain add'l info were unsuccessful.